Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. Device received with broken battery tube thread noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer¿s blood glucose level was 205 mg/dl. The customer stated that insulin pump does not accept any of the button. Customer reports a circle looking like an eyeball all the way to the top and the battery compartment chipped off and fell off. The customer states insulin pump gives failed battery test alarm. The device will be returned for the analysis.